Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('this coil-like structure is embedded in the right cornu region'), device breakage ('two 3mm high density fragments are seen in the expected portion of the distal left: fallopian tube'), pelvic pain ('pelvic pain') and antiphospholipid syndrome ('autoimmunie: anticardiolipin antibodies') in an adult female patient who had essure (batch no. 628430) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, gallbladder disorder, spondylosis, unilateral leg pain, numbness, dizziness, paresthesia, vertigo, vestibular neuronitis, thrombophilia, swelling nos, erythema, cholecystolithiasis, paresthesia, groin pain, leg cramps, recurrent abortion, diplopia, upper back pain, shoulder pain, neck pain, rheumatoid arthritis, macromastia, rash trunk, headache, herniated disc, lymphadenopathy cervical, itching, dvt, chest pain and polyglandular autoimmune syndrome type I. Concomitant products included butalbital;caffeine;paracetamol (fioricet) and lisinopril. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("on the left, the coil appears displaced. There appears to be retraction of the main portion of the coil into the endometrial cavity\right occlusion only"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), thrombophlebitis ("autoimmunie: thrombophlebitis"), antiphospholipid syndrome (seriousness criterion medically significant), lymphadenopathy ("autoimmunie: lymphadenopathy"), migraine ("migraine"), headache ("headaches"), nervous system disorder ("neuro condition/prob"), fatigue ("fatigue"), visual impairment ("vision problems"), vertigo ("vertigo") and vaginal haemorrhage ("abnormal bleeding (vagiinal)") and underwent gallbladder operation ("gall bladder surgery"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral),oophorectomy(bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device breakage, pelvic pain, device expulsion, abdominal pain, dysmenorrhoea, menorrhagia, dermatitis allergic, thrombophlebitis, antiphospholipid syndrome, lymphadenopathy, migraine, headache, nervous system disorder, fatigue, visual impairment, gallbladder operation, vertigo and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, antiphospholipid syndrome, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, embedded device, fatigue, gallbladder operation, headache, lymphadenopathy, menorrhagia, migraine, nervous system disorder, pelvic pain, thrombophlebitis, vaginal haemorrhage, vertigo and visual impairment to be related to essure. The reporter commented: discrepancy noted in essure explant date. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), rash/skin condition, autoimmunie: thrombophlebitis, autoimmunie: anticardiolipin antibodies, autoimmunie: lymphadenopathy, migraine, headache, neuro condition/prob, fatigue, vision problems, gall bladder surgery, vertigo. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2011: impression: 1. Borderline sized mediastinal lymph nodes, otherwise negative study. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded). Pathology test - on (B)(6) 2015: robotic assisted laparoscopic total hysterectomy with bilateral salpingo-oophorectomy (154 grams): status-post bilateral intratubal coil placement (see gross description), with partial migration of the left sided coil into the fundus of the endometrial cavity. Status-post bilateral external tubal ligation (see gross description. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: follow up 3 and 4 processed together. Pfs and mr received : events added- abnormal bleeding (vaginal), this coil-like structure is embedded in the right cornu region, two 3mm high density fragments are seen in the expected portion of the distal left: fallopian tube,on the left, the coil appears displaced. There appears to be retraction of the main portion of the coil into the endometrial cavity. Aka name added, reporter added, lot number added, patient demographic added, essure removal date added, events severity, medical history and lab data added. Event right occlusion only clubbed with on the left, the coil appears displaced. There appears to be retraction of the main portion of the coil into the endometrial cavity. On 22-oct-2019: follow up 3 and 4 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('this coil-like structure is embedded in the right cornu region'), device breakage ('two 3mm high density fragments are seen in the expected portion of the distal left: fallopian tube'), pelvic pain ('pelvic pain') and antiphospholipid syndrome ('autoimmune: anticardiolipin antibodies') in an adult female patient who had essure (batch no. 628430) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, gallbladder disorder, spondylosis, unilateral leg pain, numbness, dizziness, paresthesia, vertigo, vestibular neuronitis, thrombophilia, swelling nos, erythema, cholecystolithiasis, paresthesia, groin pain, leg cramps, recurrent abortion, diplopia, upper back pain, shoulder pain, neck pain, rheumatoid arthritis, macromastia, rash trunk, headache, herniated disc, lymphadenopathy cervical, itching, dvt, chest pain and polyglandular autoimmune syndrome type I. Concomitant products included butalbital;caffeine;paracetamol (fioricet) and lisinopril. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("on the left, the coil appears displaced. There appears to be retraction of the main portion of the coil into the endometrial cavity\right occlusion only"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), thrombophlebitis ("autoimmune: thrombophlebitis"), antiphospholipid syndrome (seriousness criterion medically significant), lymphadenopathy ("autoimmune: lymphadenopathy"), migraine ("migraine"), headache ("headaches"), nervous system disorder ("neuro condition/prob"), fatigue ("fatigue"), visual impairment ("vision problems"), vertigo ("vertigo") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and underwent gallbladder operation ("gall bladder surgery"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral),oophorectomy(bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device breakage, pelvic pain, device expulsion, abdominal pain, dysmenorrhoea, menorrhagia, dermatitis allergic, thrombophlebitis, antiphospholipid syndrome, lymphadenopathy, migraine, headache, nervous system disorder, fatigue, visual impairment, gallbladder operation, vertigo and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, antiphospholipid syndrome, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, embedded device, fatigue, gallbladder operation, headache, lymphadenopathy, menorrhagia, migraine, nervous system disorder, pelvic pain, thrombophlebitis, vaginal haemorrhage, vertigo and visual impairment to be related to essure. The reporter commented: discrepancy noted in essure explant date. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), rash/skin condition, autoimmune: thrombophlebitis, autoimmune: anticardiolipin antibodies, autoimmune: lymphadenopathy, migraine, headache, neuro condition/prob, fatigue, vision problems, gall bladder surgery, vertigo. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2011: impression: 1. Borderline sized mediastinal lymph nodes, otherwise negative study.. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded). Pathology test - on (B)(6) 2015: robotic assisted laparoscopic total hysterectomy with bilateral salpingo-oophorectomy. (154 grams): - status-post bilateral intratubal coil placement (see gross description), with partial migration of the left sided coil into the fundus of the endometrial cavity. - status-post bilateral external tubal ligation (see gross description. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and antiphospholipid syndrome ('autoimmunie: anticardiolipin antibodies') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), thrombophlebitis ("autoimmunie: thrombophlebitis"), antiphospholipid syndrome (seriousness criterion medically significant), lymphadenopathy ("autoimmunie: lymphadenopathy"), migraine ("migraine"), headache ("headaches"), nervous system disorder ("neuro condition/prob"), fatigue ("fatigue"), visual impairment ("vision problems") and vertigo ("vertigo") and underwent gallbladder operation ("gall bladder surgery"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral),oophorectomy(bilateral)). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, dermatitis allergic, thrombophlebitis, antiphospholipid syndrome, lymphadenopathy, migraine, headache, nervous system disorder, fatigue, visual impairment, gallbladder operation and vertigo outcome was unknown. The reporter considered abdominal pain, antiphospholipid syndrome, dermatitis allergic, dysmenorrhoea, fatigue, gallbladder operation, headache, lymphadenopathy, menorrhagia, migraine, nervous system disorder, pelvic pain, thrombophlebitis, vertigo and visual impairment to be related to essure. The reporter commented: discrepancy noted in essure explant date. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), rash/skin condition, autoimmunie: thrombophlebitis, autoimmunie: anticardiolipin antibodies, autoimmunie: lymphadenopathy, migraine, headache, neuro condition/prob, fatigue, vision problems, gall bladder surgery, vertigo. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: plaintiff fact sheet received. Event injury was updated to events: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), , rash/skin condition, autoimmunie: thrombophlebitis, autoimmunie: anticardiolipin antibodies, autoimmunie: lymphadenopathy, migraine, headache, neuro condition/prob, fatigue, vision problems, gall bladder surgery, vertigo and right occlusion only. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.